Event description:
It was reported that the balloon did not deflate while the catheter was inside the patient. The catheter had to be cut for the balloon to be deflated and removed from the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the balloon did not deflate while the catheter was inside the patient. The catheter had to be cut for the balloon to be deflated and removed from the patient.